Event description:
It was reported to covidien on 02/18/2010 that a customer had an issue with a hemodialysis catheter. The customer reports that the catheter fell out at the pt's home. The pt brought in the catheter to the hospital in her hand. It is unclear if there might have been some traction to the catheter when it fell out completely with the cuff intact. Implanted (B)(6)2010, explanted (B)(6)2010. The catheter was replaced with a new one.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.